Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microfine¿ + pen needle shelf carton had no label on it. The following information was provided by the initial reporter, translated from japanese; "the user's verbatim report is that the label under the shelf carton was not attached."

Event description:
It was reported that the bd microfine¿ + pen needle shelf carton had no label on it. The following information was provided by the initial reporter, translated from japanese; "the user's verbatim report is that the label under the shelf carton was not attached."

Manufacturer narrative:
H6: investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.